Event description:
Patient reported receiving "adjust therapy pad" notifications. After a review of information downloaded from the patient's device the engineering dept. At lifecor recommended replacing the patient's monitor.